Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an micl12.1, -9.5 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Refractive surprise was noticed as the patient is now approximately +1.25d seq post-op. The surgeon confirmed that the icl is sitting in the correct position and not inverted. He also verified that the cyclo was not significantly different that the manifest refraction. Attempts at obtaining additional information have been unsuccessful.

Manufacturer narrative:
Method: no similar complaints were reported for units within the same lot. (B)(4).